Manufacturer narrative:
UDI # is incomplete as the catalog#, lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the customer stated the trigger was not working. Troubleshooting revealed that the cs300 intra-aortic balloon pump (iabp) had been placed in semi-auto and was generating a fiber optic sensor failure alarm. The getinge representative explained that the iabp wasn¿t triggering because it didn¿t have a trigger source. The customer was then assisted in switching over to the inner lumen of the iab. It was explained why auto mode is best. The staff agreed and placed the iabp back into auto mode. There was no patient harm or adverse event reported.